Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met all product specifications. Although no samples were returned for evaluation, the customer reported that the event was likely user error as the doctor's name was not selected, the system wasn't primed, and the cassette was not allowed to eject completely which caused a leak and shut down the system. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event is customer misuse. (B)(4).

Event description:
A customer reported that fluid was leaking from the cassette and the system shut down during a procedure. In a follow up, the customer indicated the cause of the event could have been because the surgeon's name was not selected and the system was not primed. In addition, the cassette was not fully ejected which caused the fluid to leak. The case was completed manually without pt harm. Additional information has been requested.